Event description:
It was reported that the patient's hearing loss increased with time. The patient is now out of indication criteria for the vibrant soundbridge and is having no longer benefit from the device. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.